Manufacturer narrative:
Ous MDR. During the analysis of the lead, it could be noted that the insulation of the lead body was damaged about 7 cm distal of the ligature. In addition, the rope conductor to the rv shock coil and to the ring electrode was damaged. This damage must be regarded as the cause for the clinical complaint. The analysis of the lead was unable to find any manufacturing errors or material defects. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the insulation (internal fraying) and of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. Diagnostic images of the mentioned body region were not available for analysis.

Event description:
Ous MDR. Oversensing with inappropriate shock delivery was reported. The implantation date was not reported. The lead was explanted.